Manufacturer narrative:
(B)(4)

Event description:
It was reported that two days post the implant procedure, the patient was experiencing vertigo and nausea and was hospitalized. The patient was checked for neurological control and under went a cranial CT on (B)(6) 2016 and no anomalies were noted that contributed to the vertigo and nausea. The patient's symptoms ceased without intervention and the patient was discharged symptom free and in good condition.